Manufacturer narrative:
Section a5: unknown/ not provided. Section h3-other (81): a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who after successfully completing the catalys procedure was brought to the operating room (or). After successful capsular disc removal and hydro dissection, doctor inserted the phaco tip into the anterior chamber. Upon initialization of irrigation the lens nucleus was lost through an undiscovered posterior capsular tear in the right eye. Doctor successfully performed an anterior vitrectomy and successfully implanted a lens in the sulcus. No patient injury. No additional information was provided.